Event description:
Medwatch/FDA mw5185779 - patient reported that when he administered his second dose of teriparatide and was in the process of discarding the needle, he noticed the metal portion was missing. He believes it was there before he administered as his dose was mostly administered and only a drip of liquid he saw after. He is not sure if it fell or maybe it is in his body. He had administered in his lower abdomen. There is no swelling or redness at the site of injection just pin prick. This didn't occur with his first dose. Advised following up with provider to ensure there is no needle in his abdomen. Advised he also continues to monitor with his future administrations. No missed dose or adverse events reported. Unknown if available for return. No further information provided. Diagnosis for use: osteoporosis. Lot # unknown catalog# - 83017088203 - 320882- pen needle 31g 5mm 3/16 uf date of event unknown date of medwatch report -19 mar 2026 sample status no/

Manufacturer narrative:
This medwatch submission is both an initial and supplemental filing. Investigation of the results can be seen below: investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) is required at this time. Medical safety assessment: a patient reported that when he administered his second dose of teriparatide and was in the process of discarding the needle, he noticed the metal portion was missing. He believes it was there before he administered as his dose was mostly administered and only a drip of liquid, was seen after. He is not sure if it fell or maybe it is in his body. He had administered it in his lower abdomen. There is no swelling or redness at the site of the injection, just a pin prick. This didn¿t occur with his first dose. The patient was advised to follow up with his provider to ensure there is no needle in his abdomen. Advised he should also continue to monitor his future administrations. Our customer care team tried to follow up with the patient; however, the call came from a cvs pharmacy. It is unclear as to whether or not the patient-end pen needle was retained in the patient¿s abdomen, the patient did not report any medical interventions required in this case. There are many variables to consider in this case. The patient did not report whether or not they reuse pen needles which is a practice not recommended, as reuse negatively impacts the integrity of the pen needle and is consider off label use. Until it is determined whether or not the patient-end pen needle broke off in the patient¿s abdomen, there is insufficient evidence to conclude the severity of this event. Based on the information provided, this event meets the criteria for reportability to relevant regulatory authorities.